Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: findings: normal-appearing small retroverted uterus, normal fallopian tubes and ovaries bilaterally. Normal pelvis, normal liver edge and small omental adhesions to right lower quadrant from a prior appendectomy. Pathology test - on (B)(6) 2019: diagnoses: uterus and cervix with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy - cervix: non pathologic abnormality. Endometrium: inactive or basalis pattern. Myometrium: leiomyoma 0.6cm; myometrium otherwise unremarkable. Serosa: unremarkable. Left fallopian tube: unremarkable. Right fallopian tube: unremarkable. Gross description: both fallopian tubes contain a 3cm length of coiled white metal wire which extends into each cornu. Microscopic description: sections from the cervix show no evidence of viral change or dysplasia. The transformation zone is well demonstrated. Sections of endometrium show a thin endometrium with simple columnar glands without branching and without mitotic activity set in a dense, cellular stroma also without mitotic activity. This may represent an inactive or basalis pattern endometrium. There is no evidence of hyperplasia or neoplasia or chronic endometritis. Myometrial nodule is small leiomyoma with no features to suggest malignancy. Sections from serosa are unremarkable. Fallopian tubes are unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: findings: normal-appearing small retroverted uterus, normal fallopian tubes and ovaries bilaterally. Normal pelvis, normal liver edge and small omental adhesions to right lower quadrant from a prior appendectomy. Pathology test - on (B)(6) 2019: diagnoses: uterus and cervix with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy - cervix: non pathologic abnormality. Endometrium: inactive or basalis pattern. Myometrium: leiomyoma 0.6cm; myometrium otherwise unremarkable. Serosa: unremarkable. Left fallopian tube: unremarkable. Right fallopian tube: unremarkable. Gross description: both fallopian tubes contain a 3cm length of coiled white metal wire which extends into each cornu. Microscopic description: sections from the cervix show no evidence of viral change or dysplasia. The transformation zone is well demonstrated. Sections of endometrium show a thin endometrium with simple columnar glands without branching and without mitotic activity set in a dense, cellular stroma also without mitotic activity. This may represent an inactive or basalis pattern endometrium. There is no evidence of hyperplasia or neoplasia or chronic endometritis. Myometrial nodule is small leiomyoma with no features to suggest malignancy. Sections from serosa are unremarkable. Fallopian tubes are unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-feb-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.